Event description:
A (B)(6) male pt contacted zoll customer support to report that he was getting a lot of check therapy pad alarms. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. The reported problem (check therapy pad messages) has been confirmed. Upon receipt pin 1 (positive pulse) was not fully seated in the j4 connector on the high-voltage board. The cause for the inability to detect the therapy electrodes was the intermittent connection. The monitor passed all functional testing upon receipt. The root cause for the intermittent connection cannot be positively determined but is likely an assembly error. No adverse event resulted from the intermittent connection. The pt received a replacement monitor.